Event description:
Information was received from a patient regarding an external device. Serial number not obtained due to the outcome of the call. The reason for call was patient reported they saw the system problem: cannot continue: call medtronic: rm03 message when recharging their implanted neurostimulator (ins) since saturday and the message was reoccurring. Patient spoke to manufacturer representative (rep) via text message this morning and notified them about the issue. Patient noted they would reset their controller to clear the message, but the issue persisted. Patient didn't have their recharger antenna with them during the call. Agent suggested patient call back with all of their external equipment to troubleshoot. Patient called back with the recharger and stated they are still having issues recharging. Patient reported the recharger was heating up and rm03 was showing up.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis of the recharger (rtm) found rtm never got hot after running it for 10 mins. Found no issues with rtm finding ins. Device failed antenna test temp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the issue has been resolved.